Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl range and fell. Reportedly, the customer required assistance from contacts to address bg level with glucose tablets. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, a different issue was identified.